Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device was exhibiting premature battery depletion. During a normal follow-up, the battery capacity was at 139% usage. A decrease of approximately 3 years within 6 months was observed. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed that there is no evidence of premature depletion. The first half of the year the device was nearly 100% pacing in both ra and rv, which was causing an increase in power consumption. Additionally, due the patients chronic atrial fibrillation, the ra pacing decreased to 0%; however, the device was sensing the high atrial rates, which also impacts power consumption. Programming changes were made, including switching the atrial lead off. A ts consultant discussed that the power consumption should decrease within the next several weeks. This device remains implanted and in service. No adverse patient effects were reported.